Event description:
While evaluating the olympus ultrasonic gastrovideoscope, foreign material was discovered clogging the nozzle. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the nozzle had foreign material present. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Though it is possible that the user may have deviated from the recommended instructions provided on the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.